Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while treating a pt the device was charged up to 120 joules and delivered energy; however, the recorder strip showed that 10 joules were delivered. The pt received a total of 5 shocks of defibrillation. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.